Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) regarding a patient who was receiving lioresal (500 mcg/day, 2000 mcg/ml) via intrathecal drug delivery pump for an unknown indication for use. It was reported that there was no decrease in symptoms/the patient did not have relief of spasticity, the healthcare professional was unable to aspirate the catheter in a dye study (unsuccessful), and at refill not all drug would fit in the pump. There were no known environmental, external or patient factors that may have led or contributed to the issue. The pump and pump segment of the catheter were replaced and cerebrospinal fluid flowed freely. The pump and pump segment were at the hospital and would be returned to the manufacturer. The pump was replaced by a product from the manufacturer while the pump segment was replaced by a product from a different manufacturer. The issue was resolved and the patient status was "alive - no injury" at the time of this report. No further complications were reported.

Manufacturer narrative:
The pump and catheter were returned, and analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.